Event description:
It was reported that during a neurovascular procedure, the subject stent deployed prematurely during use. The subject stent along with the catheter were removed from the patients body. The subject stent and the catheter were replaced and the procedure was completed successfully. No clinical consequences were reported in the patient due to this event.

Event description:
It was reported that during a neurovascular procedure, the subject stent deployed prematurely during use. The subject stent along with the catheter were removed from the patients body. The subject stent and the catheter were replaced and the procedure was completed successfully. No clinical consequences were reported in the patient due to this event.

Manufacturer narrative:
H3 summary attached - updated h3 device evaluated by mfg ¿updated h4 manufacturing date ¿ added d4 expiration date - added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was returned within the catheter hub. The sdw (stent delivery wire) and the introducer sheath were not returned. The subject stent was found to be damaged when removed from the catheter hub. Functional test of the subject stent could not be carried out as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Addition information received indicates the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was also reported that the patients anatomy was described as been moderately torturous. The device was returned for analysis with subject stent deployed within the catheter hub. The sdw and introducer sheath were not returned. The subject stent was found to be damaged when removed from the catheter hub. It is probable tortuous nature of the patients anatomy was a contributing factor to the reported resistance felt while trying to advance the stent and the subsequent premature deployment. The as reported code "stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter' as well as the as analyzed codes stent deployed prematurely during use¿ and ¿stent deformed' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.